Manufacturer narrative:
(B)(4). The event is currently under investigation

Event description:
It was reported a peripherally inserted central catheter (PICC) in place for approximately 3 months was leaking between the hub and the catheter line outside of the patient¿s anatomy. A new PICC line was inserted. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, trends, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of a photograph of the returned device confirmed the presence of a split at the molded junction of the proximal hub of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints.